Event description:
Reportedly, this ring was explanted after approx a 2 year, 9 month implant duration due to m itral insufficiency and coronary artery disease.

Manufacturer narrative:
Device not returned.